Event description:
Patient has been revised to address loosening and pain. As loosening of an unspecified component and pain are the only reasons for revision given, per depuy complaint handling procedures, all revised products are being reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update: 3/25/2014- litigation received. Litigation alleges elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 04/15/2014.